Event description:
It was reported that during a starr procedure, the device had cut but had not sutured. The intervention was manually completed. No adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.